Manufacturer narrative:
This report is for an unknown cage / spacer / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: guo, q. Et al (2011), anterior hybrid decompression and segmental fixation for adjacent three-level cervical spondylosis, archives of orthopaedic and trauma surgery, vol. 131 (issue 5), pages 631-636 (china). The aim of this retrospective study is to evaluate outcomes of this hybrid procedure in the treatment of adjacent three-level spondylosis and analyzed the problems encountered in the management. Between january 2006 to january 2008, a total of 53 patients (35 males and 18 females) with an average age of 53.4±9.5 years (range 35-77) were included in the study. Surgery was performed using peek cage (ao spine). The mean duration of follow-up was 37.3 ± 7.0 months (range 24¿48). The following complications were reported as follows: 1 patient had c5 palsy which gradually recovered with time by conservative treatment. 1 patient had cerebrospinal fluid (csf) leakage which was cured at day 7 with local compression and lumbar drainage. 1 patient had progressive decrease in limbs strength due to postoperative hematoma. Fortunately, the strength recovered after emergency debridement, without permanent neurological deficits. This report is for an unknown synthes cage. This is report 1 of 1 for (B)(4).